Event description:
The customer reported that on the second day of wear for the pod her blood glucose started rising and she had to urinate frequently, so she thought the cannula came out. She did not smell insulin or feel wetness at the infusion site. She removed the pod. Her bg measured "high" (>500 mg/dl) and 500 mg/dl on another meter. She manually injected insulin and felt better afterward.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer thought that the cannula may have dislodged from the infusion site although she did not observe evidence of insulin delivery outside the body. A dislodged cannula could contribute to hyperglycemia. It cannot be confirmed, nor excluded, through lab testing. The omnipod's user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." And "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)."